Manufacturer narrative:
The device was received with no output and no telemetry communication. Analysis indicated the device was at below end-of-service level and was implanted beyond its projected longevity. The device was cut open and the battery was found at end-of-service level. When the battery voltage condition is low or at near end-of-service level, its impedance supposed to be high which is aligning with the reported incident. The device was connected to an external power source for further testing. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues. The device was implanted for 12.1 years which exceeds its projected longevity and is consistent with normal battery depletion.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated and did not elicit a magnet response. Upon investigation, the device was found to have entered backup vvi (bvvi) mode, the device was no longer providing pacing, and the battery impedance was high. The device was explanted and replaced to resolve the event. The patient was in stable condition.